Event description:
The pt received her scs system on (B)(6) 2009. It was reported that she was not receiving stimulation the following day. X-rays showed that all connections were intact. One lead was replaced on an unk date. The explanted lead was returned to ans for evaluation. No further info is available.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.